Event description:
Porous femoral stem revised 45 months after primary total hip arthroplasty. At revision surgery, the cobalt chrome alignment pin in the femoral stem was observed to have sheared.

Manufacturer narrative:
Other devices used: catalog number 220310 apex modular short+ 47.5 neck. Device history records for the stem are intact and conforming and indicate manufacture to specification.